Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and positional diminished r waves. An x-ray confirmed the lead was dislodged. Lead reposition was planned and the lead remains in use. No patient complications have been reported as a result of this event.